Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Reporter could not recall treatment the customer received to address bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.